Event description:
Dealer states chair is in drive lockout when not tilted. A call was placed for additional information. The following was learned. That the switch read that the chair was tilted which prevented the chair from moving. As suggested connections where checked, disconnected and then reconnected and the lockout was reset without further incident. No injury.